Manufacturer narrative:
The insulin pump was received with a47 alarm due to corrupt history file also with moisture found on the keypad traces. However, all buttons functioned properly and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 7.0 mmol/l. The customer reported that the alarm occurred after heavy rain. The customer stated that the device does have some cracks around the screen. The customer was advised to swap the device.